Event description:
The pump was returned for investigation. Investigation revealed a dim, red display. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was observed to be a dim red color upon start up. A default time and date was observed in the black box following a power reset event on (B)(4) 2014 for which the time and date had not been changed. The pump was exercised for 24 hours at 1 unit/hour. The battery was removed for six hours and the time and date reset to default. The pump was opened for further investigation and an internal clock battery malfunction was observed to have occurred.